Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr0477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "cannula of pg pro split at the tip during advancing through the tissue. Access obtained, guide wire deployed easily, felt resistance on advancement, noticed at the site of insertion the catheter material separated, device removed." No other information was provided.